Event description:
Crash of the programmer software (version smartview 2.40) occurred during a left ventricular threshold test with the subject ICD (paradym rf crt). Reportedly, the physician was not able to click any button on the screen; a sorin representative was present and had to press crtl-alt-del to reboot the system.

Manufacturer narrative:
Preliminary analysis of the files confirmed that a programmer freeze occurred during a real time test (pacing threshold test). This anomaly results from incorrect real time data management (programmer software issue).

Event description:
Crash of the programmer software (version smartview 2.40) occurred during a left ventricular threshold test with the subject ICD (paradym rf crt). Reportedly, the physician was not able to click any button on the screen; a sorin representative was present and had to press crtl-alt-del to reboot the system.

Event description:
Crash of the programmer software (version smartview 2.40) occurred during a left ventricular threshold test with the subject ICD (paradym rf crt). Reportedly, the physician was not able to click any button on the screen; a sorin representative was present and had to press crtl-alt-del to reboot the system.